Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level, with readings not exceeding 500 mg/dl. The customer switched to multiple daily injections to ensure continued insulin delivery. Technical support confirmed the shipping address, provided a replacement pump, and gave instructions on returning the faulty pump to tandem.